Event description:
This spontaneous report was received from a (B)(6) year old female pt reporting on herself from the united states (B)(6). The pt's weight was not reported. The pt's medical history and concurrent conditions included a gluten intolerance, muscle tightness, and an unspecified neck and shoulder disorder. Concomitant medications included paracetamol for pain. The pt was treated with precise pain relieving heat patch, applied topically to the shoulder, initiated on (B)(6) 2011 to (B)(6) 2011 for muscle tightness in the neck. On (B)(6) 2011, after wearing the patch for 6 hours, the pt reported that the patch "ripped" her skin off and left a "raw spot." According to the pt, she applied neosporin (polymyxin b sulfate, neomycin sulfate, bacitracin zinc) to the area. Action taken with the patch was discontinued. The pt had recovered from the events. This report was serious (medically significant).